Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.

Event description:
The technician alleged the cardio pulmonary resuscitation was not functioning. No patient impact.